Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients surgical sutures bursted open, and underwent an ipg explant procedure. The patient was doing well postoperatively, and the explanted ipg was kept by medical facility.